Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. The mitraclip system instructions for use (IFU) instructs the user to remove the gripper line after detachment of the delivery catheter shaft prior to clip delivery system (cds) removal steps. All available information was investigated and the reported difficult grasping and single leaflet device attachment (slda) appear to be related to patient morphology/pathology. Since the slda and difficulty grasping occurred prior to the gripper line removal, the deviation from the IFU does not appear to have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The third clip delivery system referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
This is filed to report that after deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet, which required additional clips for stabilization, and is considered medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 60708u202) was advanced to the mitral valve. Grasping was somewhat difficult due to the anatomy. The clip was successfully deployed and the mr was reduced to 2+; however, immediately after the clip released from the cds, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. While removing the cds, it was realized that the gripper line had not yet been removed. The cds was removed, and then the gripper line was removed without issue. A second clip was implanted lateral to the slda clip for stabilization, reducing the mr to 3+. The third cds (60712u105) was advanced to the medial side of the slda clip. During grasping, the clip became caught in the chordae. After 1 hour of troubleshooting, the clip was deployed with good leaflet insertion. The mr remained at 3+. A fourth clip was implanted between the slda clip and the third clip without issue. The mr was reduced to 2-3, with four clips implanted, and the patient was confirmed to have a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.